Manufacturer narrative:
Only thermistor component was returned to manufacturer for evaluation.

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, a high temperature alarm was observed. The device's outlet flow path thermistor was replaced to address the issue.